Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 348 mg/dl. Customer changed out all supplies. The customer alleged the pump was not delivering insulin. Multiple attempts were made to perform a pump system check with the customer; however, the customer did not respond to follow up attempts.